Event description:
Patient had a pneumothorax. The surgeon changed pleuoavac to pump for better suction. Nurse reported that pump did not work. A second pump did work and the lung expanded. The water seal was not broken.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed. Results of evaluation: end of life - expected. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.